Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between one homechoice cassette and two pd solution bags which resulted in a leak. This occurred during automated peritoneal dialysis (pd) therapy, ¿3/5 injection¿ (fill step), while the patient was connected. This was described as ¿disconnection of the connection between the pipeline and abdominal permeation causes abdominal permeation fluid leakage¿. It was further stated the "user made sure the connection was tight when clearly connected and was not pulled by external forces during treatment". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.